Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, incomplete expansion was reported. A balloon aortic valvuloplasty (bav) was performed and resulted in the valve dislodging deep into the ventricle. It was attempted to snare and pull the valve back into a desired position, however was unsuccessful and the valve was pulled into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.